Event description:
It was reported that the pump "malfunctioned". There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy. No additional information was provided and the customer declined troubleshooting with tandem technical support.